Event description:
It was reported that the procedure was to treat a 80% stenosed ramus lesion, a 50% stenosed distal left main lesion and a totally occluded circumflex lesion. The patient presented to the emergency room (ER) with cardiac arrest, coded, was resuscitated and taken to the catheterization lab. The whisper guide wire was used during this procedure. Five xience xpedition stents were successfully implanted; however, upon removal of the whisper guide wire, resistance was noted with the deployed stents in the distal left main. During the removal attempt, the tip of the guide wire separated in the stent. There was no damage to the implanted stent. The procedure was completed with no intervention was reported; however, the patient died the same day. The physician reported that the death was not due to an issue with the abbott devices, but was due to the patients pre-existing condition upon arrival into the ER no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper; stent: (4) xience xpedition; other: intregrillin, heparin, angiomax. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The whisper guide wire referenced and the adverse patient event of death referenced are being filed under a separate medwatch report.